Event description:
It is reported that the pt underwent a 2 stage revision due to infection. The first stage was on (B)(6) 2009 where a prostalac device was implanted and final components were placed on (B)(6) 2009.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Surgical notes have been provided and are unremarkable. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.